Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. This complaint is being reported because inaccurate insulin on board calculations could cause the user to improperly dose. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/25/2017 with the following findings: during investigation, the insulin on board algorithm was behaving differently than the user's expectation. The normal amounts of 7% of the bolus delivery or less was determined to be part of the normal functionality and does not pose any risk to the patient. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.